Manufacturer narrative:
The complaint of stylet could not be inserted was not confirmed. It was not possible to perform stylet insertion test due to condition of lead as received. Visual inspection of the lead found damages consistent with that occurring at time of explant. (A2) (c1)

Manufacturer narrative:
(B)(4).

Event description:
During the procedure, the stylet could not be inserted more than halfway into the lead. The lead was replaced. The patient is well.